Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information become available.

Event description:
It was reported that shortly after implant the tip of this electrode had deviated significantly to the left by sternal notch. An additional procedure was performed and the electrode was successfully repositioned. There were no additional adverse patient effects reported.